Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that emergency medical services was dispatched on (B)(6) 2017 due to the insulin pump over delivering insulin to the customer which caused a low blood glucose reading. Customer's blood glucose reading was 78 mg/dl. The customer was treated by ems with insulin. The customer discontinued use of the insulin pump less than 48 hours before the event. Customer stated that the ems told her that the insulin pump was broken. Customer had past blood glucose readings between 48 and 81 mg/dl; treated lows with food. Customer's blood glucose reading at the time of call was 237 mg/dl. Customer performed troubleshooting and did not find any problems with the insulin pump. Customer requested a replacement device and was transferred to a supervisor.